Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon products / tension-free vaginal tape and inside-out transobturator tape, involved contributed to the adverse events described in the article if yes, provide details of event, medical /surgical intervention performed and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article?

Event description:
It was reported in a journal article that the patient underwent a midurethral sling procedure on unknown date and the mesh was implanted. The patient possibly experienced perioperative complications included retropubic hematoma, wound infection and postoperative voiding difficulty. It was possible that the patient also experienced spontaneous abdominal and groin/thigh pain, recurrent uti and/or de novo dyspareunia. It was possible that, at 95 months postoperatively, the patient experienced long term postoperative complications included de novo lower urinary tract symptoms - voiding luts and storage luts. Storage luts were defined as increased daytime frequency of urination, nocturia or urgency. Voiding luts included hesitancy, slow stream, intermittency, straining to void, feeling of incomplete emptying, need to immediately re-void, or position-dependent micturition. The patient possibly experienced long-term mesh exposure and was treated with conservative local estrogens, antiseptic treatment and partial sling removal. It was possible that another surgery was performed to explant the mesh. Additional information has been requested.